Event description:
In response to (B)(4).

Manufacturer narrative:
Skytron sent our distributor in the area, rc sales and service to the facility to do an inspection of the st29 light. The service technician reported to us that the facility has consistently used non (B)(4) manufactured bulbs. It clearly states in our manual to use only skytron bulbs. Non (B)(4) bulbs can cause flaking in the reflector. The technician explained to the facility that the tops of the non-(B)(4) bulbs can come off and fall into the 'head' of the light. The operating room nurse said that it has happened before. In addition, the technician discovered that the facility had used a paperclip to replace a hinge on the reflector and in an attempt to hold it up. Also, one reflector on the light-head was not properly locked into place. All reflectors have been replaced at the facilities expense. We recommended that they only use skytron bulbs in their surgical lights. The paperclip has been removed and replaced with the proper (B)(4) hinge.